Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction. The patient's physician prescribed 2% hydrocortisone cream and a stronger steroid cream. The patient indicated that he was using these but that they were not helping.